Manufacturer narrative:
Product ID, 7435 lot#, serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID, 3708340 lot#, serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 3487a-33 lot# n0037378, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported 'everything was taken out; the area was inspected thoroughly, and replaced.' This occurred on (B)(6) 2005. It was unclear if the device was explanted at this point, or if something else was meant by replaced. No issues were reported. In (B)(6) 2005, it was noted the system was replaced. It was stated the patient outcome 'seemed positive.' No further information was reported.

Event description:
It was reported that when the device was originally implanted in 2005, it caused severe pain in the patient's stomach due to the lead being placed on a nerve. The lead was relocated along with a paddle lead placed on (B)(6) 2005. If additional information is received, a follow-up report will be sent.